Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. Precision testing was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The competitor method is siemens. The crep2 reagent lot number and expiration date were not provided.

Event description:
We received an allegation of discrepant results for 1 patient sample tested for cobas integra creatinine plus ver.2 assay (crep2) on a cobas 6000 c (501) module compared to a competitor method. The initial result from the c501 module was 1.27 mg/dl. The physician complained about the initial result. The sample was sent to an external laboratory where the repeat result from a competitor method was 1.05 mg/dl. The sample was repeated on the c501 module with a result of 1.27 mg/dl.